Manufacturer narrative:
The log files were sent in to nihon kohden for review and are currently awaiting qa investigation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) dropped the tele patient while attempting a patient transfer from one cns to another.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) dropped the tele patient while attempting a patient transfer from one cns to another.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, bme (B)(6) reported issues with transferring patients on the cns-6201a (pu-621ra sn:(B)(6)). None of the information/history on the central monitor was there once the patient was transferred to another room in the hospital. The issue occurred on two transmitters and 2 cnss in 2 different departments. Devices involved cns-6201a sn: (B)(6) org-9100a sn: (B)(6), (B)(6) zm-520pa sn: ? Zm-920pa sn: ? Service requested customer requested to know what could be the reason that the information was being lost. Service performed multiple attempts to contact customer were made to obtain additional information, with no response. Investigation result the device warranty began 04/23/15, which is over 3 years prior to reported issue. Review of device history found no previously reported issues with transferring patients. Customer did not respond to requests to continue troubleshooting the issue. However, a review of device history found customer later reported same issue of patient data being deleted during transfer in: 300140621/39763 reported (B)(6) 2018; the cause was determined to be a process issue on the hospital's side. Their current workflow caused the emr to not recognize the patient and dump the data. The root cause is determined to be user error. There is an issue with the process at the facility which would need to be corrected by educating staff on proper patient transfer. There were no further reported issues with loss of patient data during transfer on the unit after (B)(6) 2018. This issue caused historical patient data to be deleted. This does not affect the ability of the cns to monitor patients and display patient information in real time. Based on the given information, this issue is not suspected to be caused by deficiency of the patient monitoring devices.